Event description:
It was reported that the atrial lead exhibited decreased sensing and undersensing. During the explant procedure, insulation damage was noted near the connector pin.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).